Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a cracked case.

Event description:
It was reported that the insulin pump alarmed motor error. The customer also reported that the device was cracked from the window around to the back of the insulin pump. The customer stated that they dropped the insulin pump on the floor while changing the infusion set and the insertion site. The discontinuation of the device was advised. Nothing further was reported. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).